Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery to treat peripheral artery occlusive disease (paod). A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon was inflated twice but had burst before it was inflated to the nominal burst pressure. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for an analysis and underwent a visual and tactile examination. A leak test identified a balloon pinhole located approximately 60mm proximal of the distal markerband. The shaft was found to be kinked at more than one location. This most probably occurred due to an interaction between the user and the device (unintended), at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established. No damage was noted on the tip and markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery to treat peripheral artery occlusive disease (paod). A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon was inflated twice but had burst before it was inflated to the nominal burst pressure. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.